Manufacturer narrative:
(B)(4). Concomitant medical products: 00801804005 61495467 femoral head sterile product do not resterilize 12/14 taper. 00630506040 liner standard 3.5 mm offset 40 mm i.d. For use with 60 mm o.d. Shell. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2021 - 02182.

Event description:
It was reported patient underwent initial hip arthroplasty on unknown date. Subsequently the patient was revised due to periprosthetic fracture. Upon removal of the head and stem, corrosion was noted on the head neck junction. Fracture was repaired and the liner was removed and replaced. Additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: h2; h3; h6. Reported event was confirmed by review of radiographs received. Review of the available records identified periprosthetic fracture of the proximal right femur with femoral implant loosening as a result of the fracture. Proximal femoral osteolysis. Osteopenia. Visual examination of the returned product identified bio debris is attached to the plasma spray of the stem. A portion of the plasma spray is missing from the proximal end of the medial curve. Damage is seen on the trunnion beneath the conical taper. The taper exhibits dark debris. The taper of the femoral head shows the same dark debris and surface pattern seen on the stem taper. The tapers of the returned devices were reviewed via optical microscopy (magnification range 5x - 50x) using a keyence vhx-1000 digital microscope. Both tapers were assigned the consensus modified goldberg score of 4. A score of 4 corresponds to damage over the majority (>50%) of the surface with severe corrosion attack and abundant corrosion debris. The device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.